Event description:
During use of the device for a non-clinical activity, the user reported that when he used the upper "x" instead of the "exit" drop down, an error message "can't connect to mysql server on localhost (10048) occurred." Since the event occurred during a non-clinical activity, there was no patient involvement during this event.